Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure when docking to attach the endoscope onto arm 3, the endoscope pushes the cannula deeper into the patient as the boom rotates with no damage to the cannula. Technical support engineer (tse) viewed system logs but was unable to find any associated errors. Staff mentioned that there was no patient injury. The procedure was completed with no reported injury.